Manufacturer narrative:
The cassette was returned and evaluated. The cassette went through performance testing. The cassette ran for 20 mls before a leak was noticed. Blue food coloring was injected into the tubing line in order to isolate the leak. A small leak was noticed where the c-flex tubing meets the pvc tubing. The bonding area there does not appear to have a sufficient amount of glue.

Event description:
It was reported that after two days of therapy, a cassette leak was noticed. No pt injury reported.